Manufacturer narrative:
An event of inability to retract the valve into the flexnav delivery system after the first deployment was reported. The device was received for investigation and a test valve was able to be loaded and retracted by the delivery system with ease under non-physiological conditions. Slight damage was noted to the valve capsule, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large navitor loading system and a large flexnav delivery system. It was reported the valve was prepared and loaded according to instructions for use (IFU). During procedure, it was found the delivery system could not be resheathed after the first deployment attempt and the delivery system was no longer flexible. A decision was made to remove the delivery system. It was noted that there was no damage to the valve upon removal from the delivery system but the valve capsule marker on the delivery system had become frayed. A new 29mm navitor valve was prepared and loaded into a second large flexnav delivery system. The replacement valve was implanted in the patient successfully. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.